Event description:
Additional information became available that this lead was explanted due to noise and low impedances.

Event description:
Boston scientific received information that this right atrial (ra) lead whcih had been experiencing noise which led to atrial tachy response (atr)'s on the device is suspected to have had a lead safety switch (lss). The lead was programmed back to a bipolar configuration. The physician believes there may be an isulation issue, however this is unconfirmed. To date, no adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that there was insulation damage on the lead noted at 445-450mm from the lead tip. It was concluded that due to the location and type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region.